Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the materials manager at the hospital reported that a vial of cement was damaged when she opened the box.